Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31448597l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (af) ablation and the patient experienced bradycardia, hypotension, ventricular tachycardia (vt), cardiac arrest, slurred speech/speech difficulties that required CPR and cardioversion. This atrial fibrillation procedure was with a very experienced electrophysiologist. The patient presented in af. Using trans-oesophageal echo, the physician completed his first of two transeptal punctures and crossings and went into the left atrium (la) with his ablation catheter, putting on curve once across so the ablation was pointed back toward the interatrial septum. While preparing for a second transeptal crossing, the anesthetist noted the patient's blood pressure had tanked, becoming so low that it was not being read. Anesthetist administered adrenaline and code blue was called. Cardiopulmonary resuscitation (CPR) was performed, during which patient went into vt. When blood pressure had somewhat stabilized, patient was cardioverted back to sinus rhythm. No effusion was noted on trans-oesophageal echo. The procedure was cancelled, and the patient went for an angiogram and computed tomography (CT). Retrospectively, changes were noted in the patient st segments when comparing pre and post event 12 lead ECG. Approximately two hours later, it was found that the patient was having difficulty with speech. The following morning the patient had made a full recovery. Procedural activated clotting time (act) was above 350. No catheter exchanges were done. The ablation catheter was inserted into the la after a transseptal (tsp) was performed. The adverse event was noted a few minutes later. The adverse event occurred before catheter ablation phase. Catheter was ¿parked¿ in the la while the physician set up for a second tsp. Relevant past medical history includes: pre-existing af. Had af 10+ years prior but had a previous af ablation. This procedure was a redo af ablation. The sheath used was an sl1. Although no ablation occurred, the catheter was placed in the atrium and no clear cause of the adverse event was identified. Therefore, the qdot catheter is being reported conservatively, as the event occurred after placing the qdot in the left atrium.